Manufacturer narrative:
The event product was not returned to applied medical for evaluation. Based on the description of the event, the root cause of the event is likely use error, as the tip protector was not removed prior to use. The instructions for use (IFU) states, "remove all packaging materials from the device." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Supracervical laparoscopic hysterectomy with bilateral salpingectomy - the surgeon inserted the trocar without taking off the yellow tip protector. Towards the end of the case when they were closing up the incision, they noticed the yellow piece inside the patient. They removed the piece and there was no patient injury. Patient status: no patient injury.